Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual evaluation of the as returned products identified signs of use along with dents on the implant body most likely from removal process. No apparent malfunction identified. The device could not be functionally tested for the reported failure (medical: allergic reaction). Measurements were taken and product was inspected. Pre-existing patient condition noted on the per was high density ¿ type I. The reported device was being placed on tooth # 30 (universal) when the incident occurred. The implant was placed for approximately 2 weeks. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2020020245) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. All sterilization activities were conducted with no nonconformities per sterilization records (op210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review by lot number (2020020245) was performed for similar events using keyword category -medical: allergic reaction- and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient requested implant to be removed due to allergic recitation at tooth site #30. Patient not returning for future implant re placement. As a result of the event no injury to the patient was reported.